Event description:
While undergoing left sfa peripheral atherectomy with turbohawk device, tip of catheter broke. Pt was taken to the operating room where a vascular surgeon was able to retrieve the broken piece.